Event description:
It was reported that the pt underwent a cervical procedure to implant the anterior plate and screws at c3-c5. The variable screw backed out at c5 post op. The removal surgery reportedly might be required.

Manufacturer narrative:
(B)(4): pre-op lateral multiple post-op x-rays were taken after corpectomy anteriorly. The pt underwent a subtotal corpectomy as well with tricortical iliac graft spanning two disc spaces. Due to removal of inferior endplate proximately, the construct has collapsed into flexion, tearing the bone screws out. Screws appear too short. Graft has partially subluxed ventrally as well. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.